Event description:
It was reported that when the device was used during an endoprosthesis procedure, the staples would not hold. When the staples did hold, they were clinging. The case was completed using the same device with no pt consequence.